Event description:
It was reported that this communicator was very hot and had a strange/burnt smell. Boston scientific technical services (ts) advised to get the communicator replaced and should be returned for analysis. No adverse patient effect was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.